Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured between february 17, 2012 and february 20, 2012. Evaluation summary: baxter received one unit for evaluation. Visual inspection showed no signs of physical abnormality. A functional leak test was performed by filling the unit with green colored water. During filling, leak (backflow) was observed at the fill-port. Examination of the unit revealed that the leak is related to a particulate matter fragment (1.79 mm in size) trapped under the check-band. The particulate matter was identified to be polypropylene with silicone oil material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked from the fill port. There was no patient involvement, medical intervention, serious injury, or adverse event associated with this event. No additional information was provided.